Event description:
It was reported that a patient presented with inappropriate anti-tachycardia pacing noted due to under-sensing on the atrial channel. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of under-sensing and inappropriate atp was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
New information received notes that the device was explanted on (B)(6) 2026. No information regarding adverse patient consequences was reported.